Event description:
The customer reported the system would intermittently not allow fluoroscopic x-ray to be produced and they had to complete the case with an alternates system. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be identified or duplicated. The system was operating as intended.